Event description:
In 2005, the pt contacted lifescan alleging that her one touch ultra smart meter was reading inaccurately erratic. The pt obtained a result of 16.0 mmol/l on the reported meter while having no symptoms of high or low blood glucose level. She tested with the meter within 10 minutes and obtained a result of 7.4 mmol/l. She received advice and no treatment from a medical professional. The customer care representative (ccr) walked the pt through 2 control solution tests, using test strips from a new bottle for the second test; the control solution results of 9.3 and 8.3 mmol/l fell outside of the control solution range (5.5-7.4 mmol/l). The meter, test strips, and control solution were replaced.